Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads had high thresholds. The parameters on the leads were reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.